Event description:
Treatment of a left paraophthalmic carotid aneurysm. It was reported that the pipeline was deployed and the proximal section did not open. Several attempts were made to open the proximal end but without success. Consequently, the pt experienced hemiparesis and cannot speak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt. (B)(4).